Event description:
It was reported by a patient family member that the patient implanted with this electrode, subcutaneous implantable cardioverter defibrillator (s-ICD) and a non-boston scientific pacemaker developed endocarditis and received treatment in (B)(6) of 2025. The specific date, root cause and treatment provided is not known at this time. No additional adverse patient effects were reported. Available information indicates that this device remains in service. The reporting family member did not provide their name. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.